Event description:
Tbm kirk states one motor is leaking grease and the other motor is getting a fail code, tbm did not know which motor was doing what, no property damage or injury alleged. No further information provided. Additional non-reportable complaint for this device; tbm alleges the other motor is getting a fail code.